Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented in the hospital with cocaine induced cardiac arrest. Technical services (ts) reviewed episodes and found this ICD exhibited undersensing of the right ventricular (rv) channel. The undersensing led to overpacing and a delay in therapy. There were also low amplitude r-waves. Ts discussed adjusting device sensitivity. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented in the hospital with cocaine induced cardiac arrest. Technical services (ts) reviewed episodes and found this ICD exhibited undersensing of the right ventricular (rv) channel. The undersensing led to overpacing and a delay in therapy. There were also low amplitude r-waves. Ts discussed adjusting device sensitivity. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. This ICD was adjusted to be more sensitive.

Manufacturer narrative:
Additional information added to b5.